Event description:
It was reported that on the pump screen there was ¿some pixelation issue¿. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.